Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, the rv lead exhibited high capture threshold. A thrombus was noted. The lead was explanted and replaced. Patient's condition before and after the procedure was good.

Event description:
Additional information received indicated that the right ventricular lead with serial number: (B)(4) was not returned to the manufacture. Further information/clarification will be submitted upon the receipt of a pending good faith effort.

Event description:
Additional information received indicated that the complaints of high capture threshold and thrombus were not on the lead (sn: (B)(4)).